Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d9, g3, and h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, g3, h2, h3, h6 and h11. Complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surfaced. Further investigation shows that the elevator tip has fractured. The fractured portion of the tip was not returned. The device history record was not reviewed as product has approximate field age of 19 years based on engraved date code h07, with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the elevator fractured during an unknown procedure. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.